Event description:
It was reported by service report that the head and foot right rails would not lock in the upright position. The power cord was also damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail timing link too tight. Missing ground prong.